Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 27-mar-2024, noted a correction to the 3500a initial as the following should have been included under the ¿h10. Additional manufacturer narrative¿: the picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve broken/cracked issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was leaking at the hemostatic valve during the procedure. When the sheath was replaced, the issue resolved. No patient consequence was reported. Additional information was received. It was broken / cracked. The brim cap / hub did not become detached from the sheath. Air did not enter the patient¿s body. The hemostatic valve issue of leaking/broken/cracked was assessed as a MDR reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was leaking at the hemostatic valve during the procedure. When the sheath was replaced, the issue resolved. No patient consequence was reported. Additional information was received. It was broken / cracked. The brim cap / hub did not become detached from the sheath. Air did not enter the patient¿s body. The investigation was completed was completed on 23-apr-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. According to the picture provided by the customer, blood residues can be observed on the hub of the vizigo sheath. Then a visual analysis of the physical sample was performed and the hemostatic valve was observed broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The leak issue reported by the customer was confirmed, since the hemostatic valve was observed broken in the star section. The potential cause of the damage on the valve could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 11-apr-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 29-mar-2024, noted a correction to the 3500a follow-up #1 as the field ¿g3. Date received by manufacture¿ was processed as 29-mar-2024 and should have been processed as 27-mar-2024.